Manufacturer narrative:
Two opened probes were received, without a tip protector, in a bag. Sample 1 - the sample was visually inspected and found to be nonconforming orange/brown foreign material on the port face and in the port. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for both functional tests. Sample 2 - the sample was visually inspected and found to be nonconforming with broken off needle at the stiffener sleeve. No functional testing could be performed due to the probe needle broken condition. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photo attached was reviewed by the manufacturing site. Photo show a label with reported lot number. Reported issue cannot be confirmed from photo. The returned sample 1 was found to be functionally conforming, therefore a cut failure as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. The complaint evaluation was unable to confirm the reported cut failure for sample 2 due to probe needle broken condition. How and when the probe needle became broken cannot be determined form this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site. No action was taken as the returned sample 1 probe was functionally conforming. The reported cut failure was unable to be confirmed for sample 2 and an exact root cause for the broken probe needle could not be determined from this evaluation; therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are hundred percent visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the vitrectomy cutter was not cutting during cataract and vitrectomy combination surgery. There was no error message displayed. The surgery was completed after replacing a procedure pack with new one. There was no patient impact.